Event description:
A balloon developed a pin-hole leak on the first inflation during an iliac angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion which may have contributed to this event. However, without evaluating the device, co is unable to detemrine the exact cause for this event. Co's direction for use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."